Event description:
Caller reported that the pump quick bolus/wake button was difficult to press and often required multiple attempts to activate the pump screen. There was no adverse impact to the customer's blood glucose level. Technical support advised the caller to ensure that the pump was not connected to a power source and to firmly press the center of the button directly on the "t" while providing support along the bottom of the pump. The caller confirmed that the button was functioning as intended.